Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro insulation broke off one tip about half way between the tip and the jaw. The piece detached completely in the leg, and was retrieved through the original incision. A new kit was used to complete the procedure. There was no patient effects. The product is returning.